Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.2; lab: ---. Date: (B)(6) 2010; inratio: ---; lab: 9.0. Pt had blood in urine and was taken to the hosp. Pt diagnosed with uti. Doctor did not know if blood was from uti or coumadin. Pt also has kidney stones, diabetes, ulcer and kidney disease. Pt was given antibiotics at the hosp. Nurse also mentioned that they had two pts on (B)(6)2010 that had low results and two with high. These pts will be tested at the lab. No results available.